Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The customer reported that the ventilator was found with circuit compliance compensation turned off when on patient. The patient had an acute and evolving disease process, making it possible that their worsening acidosis was due to an evolving disease process. After turning tubing compliance on, the acidosis improved. The ventilator was not reported to have malfunctioned. The customer requested information and assistance in retrieving the log files to determine the time and date that the circuit compliance compensation was turned off. The received event log does not contain the reported date of event and there are no indications of a turned off circuit compliance compensation in the received device logs. No further information that can explain the sequence of events has been received. Circuit compliance does not deactivate itself. To activate or deactivate the circuit compliance compensation it requires four active manual steps. The compliance compensation is a measurement of the compressible volume of the patient circuit. In volume-related modes, the set volumes must be adjusted if compensation is turned off. The device log does not cover the date of event and therefore we cannot confirm the reported turning off of the circuit compliance. Circuit compliance does not deactivate itself and available information does not indicate any fault with the ventilator.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
The customer reported that during patient treatment, the ventilator was found with circuit compliance compensation turned off causing measured values to be less accurate. The ventilator was not reported to have malfunction. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).